Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a broken lid/cap/hemogard shield before use. The following information was provided by the initial reporter: the customer stated the ¿cap issue inner stopper out.¿ this description was translated from (B)(6) to english.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a broken lid/cap/hemogard shield before use. The following information was provided by the initial reporter: the customer stated the ¿cap issue inner stopper out.¿ this description was translated from taiwanese to english.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.